Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied photos and a video showing the reported defect. The venous (blue) luer hub appears to be cracked and shows evidence of use. Per the supplied video, the crack on the luer hub is causing a leakage of blood during use. The hub can crack and leak due to repeated over-tightening of the luer. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this kit states "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through examination of the customer supplied photos and video. The device history record was reviewed based on a potential lot number identified from sales history with no evidence to suggest a manufacturing related cause. The hub can crack and leak due to repeated over-tightening of the luer. Therefore, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter is newly inserted. When performing dialysis, the venous hub was leaking. No patient injury or complication reported. The catheter was replaced. It was reported therapy was delayed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided multiple photos and a video showing a chronic hemodialysis catheter. No damage was observed from the photos; however, analysis of the video revealed that the venous extension line leaked when injecting fluid through the extension line. The customer returned one chronic hemodialysis catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the luer hub on the arterial extension line was severely cracked. No defects or anomalies were observed on the venous extension line, which indicates that the catheter sample shown in the customer video is not the same sample that was returned. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize both the venous and arterial extension line. When the arterial line was flushed, water was observed exiting the crack on the luer hub. No leaks or anomalies were observed when flushing the venous extension line. Performed per IFU statement, "flush catheter thoroughly with normal saline to remove residual blood, post-treatment and before instilling heparin". The IFU provided with the kit informs the user, "do not use chronic dialysis catheters for extended use unless no other hemodialysis access options exist. Chronic dialysis catheters should be used only as bridge devices. Use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect and to help guard against air embolism and blood loss. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the arterial luer hub was severely cracked. Functional testing confirmed that water leaks from the arterial luer hub when flushing with a lab inventory syringe. No defects or anomalies were observed on the venous extension line, which contradicts the defect observed in the customer video. Therefore, it is being assumed that the catheter shown in the video is not the same sample that was returned. Based on the observed damage on the arterial luer hub, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the catheter is newly inserted. When performing dialysis, the venous hub was leaking. No patient injury or complication reported. The catheter was replaced. It was reported therapy was delayed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the catheter is newly inserted. When performing dialysis, the venous hub was leaking. No patient injury or complication reported. The catheter was replaced. It was reported therapy was delayed. The patient's condition is reported as fine.